Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight or light emitting diode (led) on. The inverter was shorted out on the lower half, the inverter cover (secondary) was melted, the liquid-crystal-display (lcd) cover was also melted from the inverter shorting out. Moreover, the strip chart recorder (scr) had cuts in roller from removing paper jam. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmers screen was not working. The programmer will be returned. No adverse patient effects reported.

Manufacturer narrative:
The device manufacture date for this product is november 18, 2010.

Event description:
--